Event description:
It was reported that the insulin pump alarmed no delivery. Customer stated she kept re-priming the insulin pump and resolved the issue. Customer declined to do troubleshooting. The customer was advised to monitor the issue and call help line if she has other concerns. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.